Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a highly tortuous, highly calcified right coronary artery. While advancing the xience skypoint stent, resistance was met with the guideliner when the stent implant completely dislodged. A 1.5x15mm balloon was advanced and inflated at the distal edge of the stent to capture it and remove it along with the rest of the devices. Once pulled outside of the anatomy, the physician could not easily find the stent implant, therefore he cut open the guideliner and other portions of the devices and it was confirmed that the stent implant was removed successfully. Another stent was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to advance could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.